Event description:
On 28feb2026, the customer reported one non-reproducible false high hstni (access high sensitivity troponin I, reagent part number b52699 lot number 539021) patient result on their access 2 analyzer (part number 81600n serial number (B)(6)). The customer did not provide data and indicated that the repeated results were 3.0 and 4.0 (units not provided) and were considered normal. The patient received heparin after the high hstni result. No death was reported, and subsequent testing confirmed the initial value was incorrect. No further information was provided. The customer reported that substrate ratio was out of range (2.62) during system check. The customer did not perform weekly maintenance. Calibration passed on (B)(6) 2026 using reagent lot 539021 and calibrator lot 538311. Per customer¿s verbal report, quality controls (qc) were passing within the laboratory¿s established ranges. No issues with samples integrity were reported by the customer. The sample was collected in a 13x100 lithium heparin tube and centrifuged. The details of the centrifugation were not provided. There was no evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. Customer technical support (cts) suggested to temporarily stop testing samples for hstni on this analyzer or cross-check results with the backup analyzer. A field service engineer (fse) was dispatched to the customer site.

Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4, a5 and a6: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: a field service engineer (fse) was dispatched to the customer site. The fse found bent aspirate probe and replaced aspirate probe. The fse verified if there were any issues with substrate and no issue was found (no bubbles or damage of the substrate probe). System check and high sensitivity (hs) system check were performed and passed. No further issue was reported by the customer. In conclusion, the cause of this event is a hardware malfunction as the aspirate probe was bent. Replacing the defective part resolved the issue.